Event description:
The pt stated he is going through therapeutic radiation in his left thigh for the past few months. The pt reported he has been experiencing pain in it now and also is reluctant to use his scs as he feels the radiation may have damaged the system ipg. The system ipg is located in his hip for back coverage. The pt reported he had been turning the stimulator off prior to treatment. The pt is working closely with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.